Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible with arm movements. All atrial electrical parameters were normal. No intervention was performed. The patient was in good medical condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the lead continued to exhibit noise.